Event description:
It was reported a patient pulled at his line and broke one of the catheter lumens from the central line. No patient harm reported. The cvc was removed and patient was managed with peripheral access only as he no longer required the cvc. The patient's condition is "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported a patient pulled at his line and broke one of the catheter lumens from the central line. No patient harm reported. The cvc was removed and patient was managed with peripheral access only as he no longer required the cvc. The patient's condition is "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. Several findings were identified. Without the sample returned for analysis, it cannot be determined if the findings are relevant to this investigation. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.